Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a "device not detected on bus" message. Attempts to recover the affected drawer were unsuccessful. The device was powered off and back on; however, the error persisted, and the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the issue was not reproduced, fse proactively reseated bus cable, row board cable. Performed some hardware repair loss screws and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.